Event description:
It was noted that this patient had a boston scientific implant before that "didn't work" and they were going to try again with the boston lead and our wireless external neurostimulator (wens). Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).